Event description:
It was reported that patient presented in clinic for a pre op visit when externalized conductors were noted by x-ray. Electrical measurements were normal. Lead remains implanted, patient was stable after procedure, and no further issues have been reported.

Event description:
New information received states that the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.